Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n476702, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported the patient had (B)(6) when she had the implant. Five days after the implant, the patient had an infection at the implantable neurostimulator (ins) incision site which opened up and was oozing, near death, so she was brought to the hospital and the ins was removed at that time. Some conflicting information stated this may have been 7 days after implant and other information stated this was after 1.6 months. Three months later, the ins site opened up again and was oozing, so the patient was brought back to the hospital and the wires or leads were removed due to a staph infection at that time. The consumer stated the manufacturer's representative (rep) told them infection would not be an issue and that it was guaranteed to work or contract infection. After the ins was removed, the rep was notified and he stated he would take a look into it and get back to them. It was noted the therapy did work for a short period. The patient had a good response to the trial spinal cord stimulator with about an 80% pain relieved with the lead placed at about t8. Financial assistance inquiries were made as the patient was very stressed out and it was costly. After the explant, the patient went to the local hospital at times and had a peripherally inserted central catheter (PICC) put in. The doctors stated it should not have happened. It was noted the consumer stated the battery was never tested and now disappeared. Further information received from the healthcare provider (hcp) stated the patient developed an infection with chronic drainage at the pocket site and the device was removed. After the explant of the ins, the patient was noted to have some malaise though there was no local tenderness of the wound and there had been no drainage from the wound. The leads were left in position and she was treated with antibiotics. Then, the patient had a flare up and the area was found to be tender with swelling and redness with some pain along the track. Antibiotics were taken and it settled down some, but then it started draining. The wound infection now involved the leads about half way up the tract toward the thoracic lead. It was noted the patient moved about with a slow stable gait. The incision had an area of dehiscence at the central portion. An alcohol preparation of a culture was obtained, and the material was mostly consistent with blood with maybe just a hint of some additional material present. Tenderness along the tract about half way up to the midline incision with minimal swelling along the tract was present. The patient had done well for a while and then developed recurrent wound breakdown and drainage. On the day of hospital admission, the patient underwent removal of the lead. Purulent material was identified extending all the way deep down toward the epidural space. Infection extended up into the epidural space. The patient tolerated the procedure well. The wound remained clean and dry after the drain was removed on the first post-operative day. A four week course of IV rocephin was planned and a PICC line was placed. Scar tissue was noted to be observed during the procedure. The hcp then stated the patient was switched over to oral keflex from her IV antibiotics. The pain was abating and the burning quality was gone. The patient was doing pretty well, but had minimal tenderness remaining at both sites. Both incisions healed and sealed. There was no erythema or swelling. The patient was moving about comfortably and there were no signs of ongoing infection. The hcp noted that there was no sign of infection and both incisions healed uneventfully after the initial implant. There was no difficulty with ambulation and voiding, the incision areas remained dry with scant bloody drainage on the inferior incision dressing. Relevant medical history included intractable back and lower extremity pain. Chronic (B)(6), heart disease, hypertension, diabetes mellitus, fibromyalgia, degenerative disc disease, stenosis, and congestive heart failure were also noted as past medical history.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n476702, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted after an infection was found at the pocket site. The health care provider (hcp) planned to treat the infection with antibiotics for 6 weeks before re-evaluating the patient. It was also noted that the hcp decided to leave the lead intact during this time. The patient outcome was not available at time of report, and a follow-up report will be submitted when additional information is available.

Event description:
Additional information received reported the patient was doing fine and was waiting to be implanted with a battery again. At the time of this report, it was unknown when the physician would implant the battery again.